Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 04/16/2009. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial #, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." "Caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."

Event description:
Reported events of band leakage and insufficient weight loss from journal article: "reoperations after gastric banding: replacement or alternative procedures?", (2009) surg endosc 23:334-340 doi 10.1007. The MFR of the devices is unk. Allergan medical's approach to compliance is to resolve all doubt in favor of reporting.